Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.

Event description:
This procedure was performed in (B)(6). The doctor was performing pta surgery in an av shunt. After the surgery, when the physician was removing the balloon catheter, he found the catheter was broken from the proximal marker and a part of the catheter was left in the body of the patient. Since the broken part was in the av graft, the broken part of the catheter was taken out by a vascular surgeon. The vascular surgeon performed a surgical incision into the av graft and removed the piece of balloon.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
Evaluation summary: the evercross dilatation catheter was received for evaluation with most of the balloon chamber and the inner shaft separated from the rest of the catheter. The balloon chamber exhibited a circumferential tear 33mm from the proximal balloon bond. The inner shaft exhibited a fracture perpendicular to the shaft approximately 1mm proximal to the proximal marker band. There was a longitudinal tear extending distally from the circumferential tear. The balloon catheter's inner shaft exhibited stretching and accordion folding. The balloon tear was perpendicular for the full diameter.